Event description:
Intermittent failure of amerex synchrosonic us/54 combination ultrasound unit. The ultrasound output was surging on and off when in continuous mode. Unit was sent to the MFR for repair of output pcb.